Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 576 mg/dl. The customer¿s blood glucose value was 427 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with manual injection. Customer reported bolus wizard is programmed accurately. Based on customer¿s report customer does allege under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump alarmed insulin flow block during high pressure test. The insulin pump will not be returned for analysis.